Manufacturer narrative:
The sureform 60 stapler instrument and green sureform 60 reload have not been received for failure analysis evaluation. The stapler logs for this procedure were reviewed. The logs show a sureform 60 stapler instrument was installed on the system 2 times and fired 2 green sureform 60 reloads. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted pyeloplasty and partial nephrectomy procedure, a sureform 60 stapler instrument fired a green sureform 60 reload and the staples did not close all the way. The stapler misfire occurred during the third fire of the instrument. The surgeon elected to convert the procedure to open surgery and the kidney was removed. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: h2, h11. Additional information: the sureform 60 stapler instrument was received for failure analysis investigations. The reported issue with the instrument could not be replicated or confirmed. A visual inspection displayed no signs of physical damage. The instrument was fully functional. There was no problem detected. During a da vinci-assisted surgical procedure, a sureform 60 stapler instrument fired a sureform 60 green reload on the right renal artery and bleeding was observed. The procedure was converted to open surgery and the full kidney was removed. The patient lost about one liter of blood due to this event and a blood transfusion was administered. The surgeon specified the bleeding was not expected, but said it could have been secondary to the severe inflammatory changes that occurred. During this event, the surgeon requested a sureform 60 white reload to staple the renal artery, but a sureform 60 green reload was installed instead and for an unknown reason. The surgeon said that he will be making sure in his future renal procedures that a sureform 60 white reload is used. However, the surgeon reported that he thinks the sureform 60 green reload should have worked on the vessel. The surgeon reported that he could not gain control of the complication robotically so he converted to open surgery and the renal artery was tied off proximal to the staple line. The surgeon was forced to convert the partial nephrectomy to a full nephrectomy due to this complication. The patient was hospitalized in the intensive care unit (ICU) for two nights. It was noted that the patient's recovery was delayed due to the open procedure. The patient did not experience any post-operative complications and was reportedly doing well.